Event description:
It was reported that this right atrial (ra) lead had exhibited infection. Reportedly, the patient had a lead vegetation. A revision was performed and the crt-d, along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).